Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As verbalized by the patient, " in 2001, I had a depuy bilateral implant put in both of my knees at the same time. I am having a problem with them now." Patient contacted and indicates she is experiencing instability, feeling of popping and falls. Patient states that she has had a revision of the left knee on (B)(6) 2020 and that the surgeon feels the implant was undersized by the previous surgeon, which led to the instability. The patient states that she "thinks its not even a depuy implant" but medical records indicate depuy components were placed during the primary. (Left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.